Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead was returned and analyzed. The outer tubing was kinked.

Event description:
It was reported that during the implant procedure positioning/fixing difficulties and dislodgement. The device was not implanted. No patient complications have been reported as a result of this event.